Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 3, 2019 that a flexiva 200 tractip laser fiber was used for a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke at approximately 2 cm from the distal tip. The broken tip was removed. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.